Manufacturer narrative:
Insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring reservoir tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer was assisted with troubleshooting for damage. Customer stated that there were cracks and missing pieces from reservoir compartment and in the front of the insulin pump to the battery compartment. Customer stated that the reservoir is in the compartment but is not as secure. Customer was not sure how damage occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.